Manufacturer narrative:
Upon visual inspection, it was found that there were general signs of usage on the implant. No other damage was noted on the implant. No anomalies or defects were observed. The review of the device history record did not provide any information to suggest a nonconformance with the component that contributed to the reported event. A cause for this event could not be determined.

Event description:
The dentist reported that the implant placed in tooth site #13 lost integration when the patient presented with infection.